Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. Indication for use was non-malignant pain and other chronic/intract pain (trunk/limbs). Per the patient, the pump system was completely removed due to infection approximately 1-2 months after implant. The system was removed by the same doctor that implanted the system. Additional information was requested regarding medications, medical history, patient symptoms, and diagnostics performed. A supplemental report will be submitted if additional information is received.